Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the therapy was intermittent where it would randomly flip off and back on; the rep noted that the patient did have adaptive stimulation active. The rep noted that impedances were fine. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s intermittent t therapy/adaptive stimulation flipping on and off was caused by low amplitude. They stated that they increased the amplitude to resolve the issue. The patient weight at the time of the event was unknown. The event was confirmed with the account. No further complicate ions were reported or anticipated.